Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2423613. The batch 6008327 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6008327 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008327 was manufactured according to the work instruction (wi) version 116 and manufactured in the line inset 3 li74 on 02-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 5 samples out 10 samples passed the test, 5 samples were not able to be tested (for flow and leak) due to the reference samples were used in a special investigation under corrective and preventive action (CAPA) 1999254. Not all test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, however 5 references samples were not able to be tested for flow and leak due to a corrective and preventive action (CAPA) investigation, no non-conformance (nc) raised during production unrelated to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to corrective and preventive action (CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to bent cannula in infusion set. The patient was admitted to intensive care unit (ICU) with ketone level as dangerous/life threatning and the patient got treated with intravenous fluids of saline and insulin. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.